Manufacturer narrative:
Due to character restrictions in following section. D4 field: additional two stent involved in the event with model no's 42759 and 42959, lot no's 521745 and 521342 respectively. It is unknown currently which of the stent is been implanted. E1: event site name: (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that while attempting to advance the icast stents, the stent dislodged from the balloon. Two stents were successfully removed from the patient after dislodging and traveling into the sheath. The third stent was implanted in the patient. There was no patient harm reported.

Manufacturer narrative:
Due to character restrictions in following section. D10: 8fr terumo destination, 18fr medtronic aptus heli-fx sheath. Related mdrs: 3011175548-2026-0000027, 3011175548-2026-0000033. Updated fields: a2, b5, d4 (UDI, serial).

Event description:
The stent dislodged while advancing through the sheath and the stent was successfully removed.